Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aa-4203vf intraocular lens in the left eye. This surgeon first saw this pt at five-months postop exam and noted marked iritis ou, pseudophakia ou, and pigments on the implant. The pt has a history or glaucoma and va was count fingers. Pt's pressure increased to 58mm so a trabeculectomy was performed (mitimyacin was used to prevent scar tissue). Hyphema and uncontrolled glaucoma was diagnosed. The pt was referred to a retinal specialist who noted pt is not likely to improve due to significant macula ischemic. The pt's prognosis is guarded.